Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. External equipment was reportedly exchanged with improvement noted. The recipient has resumed device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. Programming adjustments were made; however, the issue did not resolve. The recipient refuses to wear the device.

Manufacturer narrative:
Additional information sections d.6b, g.2, h.6. Advanced bionics considers the investigation into this reportable event as closed. No further information will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.